Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. Customer's current blood glucose is 377 mg/dl. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. Customer states that infusion set cannula was bent. Based on customer report customer does not allege pump was under delivering. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.